Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys troponin t hs assay ver. 2. Two different applications of the same reagent are used, tnt and tnt stat. Results did not agree between the two applications. No incorrect results were reported outside of the laboratory. Samples 2-5 are from the same patient. Samples 1-3 were measured using cobas 8000 e 801 module serial number (B)(4). Samples 4 and 5 were measured using e 801 analyzer serial number (B)(4).

Manufacturer narrative:
For sample ids: (B)(4), the customer has clarified that these samples were measured on both e 801 analyzers. The customer could not determine which measurements had been performed on each analyzer. Sample numbers 1 (ID: (B)(6), 2 (ID: (B)(6), and 4 (ID (B)(6) were provided for investigation. A serum fractionation of samples 1 and 4 were performed and these samples were fractionated by size exclusion chromatography. Based on the results, the troponin t value of sample 1 is considered to be a true positive value. The main reactivity of the measured fractions is observed in a range where free ctnt is expected. Only minor reactivity is shown in a high molecular weight range, which may explain the discrepancy between both troponin t applications. An interference with igm or igg can be excluded in this sample. The results for sample 4 are considered to be a true positive value. Sample 4 showed comparable reactivity in a high molecular range and also in the range where free ctnt is expected. An analytical interference of the assay with immunoglobulins in the sample could be clearly shown and is responsible for the discrepancy between both applications. The results for sample 2 would also be considered as a true positive value. An analytical interference of the assay with immunoglobulins in the sample is responsible for the discrepancy between both applications. Per product labeling: "in rare cases, interference due to extremely high titers of antibodies to analyte-specific antibodies, streptavidin or ruthenium can occur. The reagent has been formulated to minimize this effect." The customer reported they received discrepant results for two additional patient samples tested on (B)(6) 2022 with troponin t reagent lot: 566335. No incorrect results were reported outside of the laboratory for these samples. Refer to the attachment for all patient data.

Manufacturer narrative:
Further investigations of sample ids (B)(6) showed that general interfering factors for elecsys assays could be excluded because results for other elecsys assays were not affected. An influence from sars cov2 (infection or vaccination) can be rejected. There was no evidence of an interference with heparin. Further clarification of the difference between troponin t applications was not possible due to lack of sample volume. For sample ids (B)(6), the investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
General information from manufacturer: this is a customer site in the netherlands. Roche has been working with this customer site to understand the root cause of the issue and to identify a solution. Field service has been to the customer site and no problem has been identified with the instruments. The customer is currently running double determinations and sends samples to roche for investigation where the results do not match. By running the double determinations, the risk to the patient is minimized. This customer has a community of sites and only this one site is experiencing this type of issue. There are no additional sites experiencing this type of issue. FDA request: please provide details of roche's investigations summary and results, including any hardware issues or instrument maintenance issues evaluation and conclusion. Manufacturer response: field service has been to the site and has not identified an instrument issue. Also, the results were reproducible with roche controlled instruments and different reagent lots indicating no issue with the instrument and no general reagent issue. The customer is currently running double determinations, reducing the risk to the patient. Samples are being sent to roche for further investigation. The investigation has identified pre-analytic issues and additionally high molecular weight interferences for example with igg and igm. Product labeling states, "for assays using antibodies, the possibility exists for interference by heterophile antibodies in the patient¿s sample. Patients who have been regularly exposed to animals or have received immunotherapy or diagnostic procedures using immunoglobulin or immunoglobulin fragments may produce antibodies, e.g. Hama, that interfere with immunoassays. Carefully evaluate the results of patients suspected of having these antibodies." There is no identified correlation to the patient medications or to the patient conditions. FDA request: please provide a description of how the customer resolved their discrepant issues and confirmation of whether they (the customer) are still running both troponin assays in their lab. Manufacturer response: as stated above, the customer is currently utilizing double determinations, minimizing the risk to patients. The customer is providing samples to roche for investigation. For new cases, both plasma and serum have been requested to assist with the investigation. There have been both pre-analytical issues and high molecular weight interferences identified. The customer will start to aliquot all samples to improve sample quality to minimize the preanalytical issues identified.

Manufacturer narrative:
Sample ids (B)(6) and (B)(6) were provided for investigation and the customer's results could be reproduced. The samples were tested with the troponin t gen. 6 and troponin t gen. 6 stat applications. Results measured with the troponin t gen. 6 application were lower than results measured with the troponin t gen. 6 stat application. The quality of the samples was not good. The investigation of these 2 samples is ongoing.